Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system did not turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that suite pc was not booting, leds on the backside of motherboard was not glowing. To resolve the issue, fse reinstalled the software on the main pc and restored the replace the suite pc, installed software and performed configuration. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.